Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.

Event description:
Allegedly neck breakage - no trauma reported. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).